Manufacturer narrative:
Correction to the initial MDR in blocks e1, e2, e3, h6, h7, and h9.

Event description:
It was reported that the patient was having pain at the implantable pulse generator (ipg) site during charging. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis, as all impedances were within the expected range, though the charge logs displayed an irregular charging schedule. The ipg remains implanted in the patient and delivering therapy. Additional information was received that the firmware 9028506-102-00 was updated.

Manufacturer narrative:
Correction to supplemental (4) in blocks: b5 and h6. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes that the reported event was confirmed. The allegation that the patient experienced pain at the ipg site while charging has been confirmed. Despite a firmware update being performed before explanting the device, an analysis of the ipgs data log revealed that ble. Cpp faults occur during the charging process, resulting in a system reset. The chargers charging field generates noise in the submodule of the bluetooth communication chipset, which can lead to internal resets of the chipset and subsequently cause a system reset. When a system reset occurs, the stimulation is turned off and then back on, which the user may perceive as a sudden change in stimulation. This change can feel like overstimulation. Therefore, the investigation conclusion code cause traced to device design will be used.

Event description:
It was reported that the patient was having pain at the implantable pulse generator (ipg) site during charging. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis, as all impedances were within the expected range, though the charge logs displayed an irregular charging schedule. The ipg remains implanted in the patient and delivering therapy. Additional information was received that the firmware 9028506 102 00 was updated. It was also noted that the patient was getting overstimulation. Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
It was reported that the patient was having pain at the implantable pulse generator (ipg) site during charging. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis, as all impedances were within the expected range, though the charge logs displayed an irregular charging schedule. The ipg remains implanted in the patient and delivering therapy. Additional information was received that the firmware 9028506-102-00 was updated. Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes that the reported event was confirmed. The allegation that the patient experienced pain at the ipg site while charging has been confirmed. Despite a firmware update being performed before explanting the device, an analysis of the ipgs data log revealed that ble. Cpp faults occur during the charging process, resulting in a system reset. The chargers charging field generates noise in the submodule of the bluetooth communication chipset, which can lead to internal resets of the chipset and subsequently cause a system reset. When a system reset occurs, the stimulation is turned off and then back on, which the user may perceive as a sudden change in stimulation. This change can feel like overstimulation. Therefore, the investigation conclusion code cause traced to device design will be used.

Event description:
It was reported that the patient was having pain at the implantable pulse generator (ipg) site during charging. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis, as all impedances were within the expected range, though the charge logs displayed an irregular charging schedule. The ipg remains implanted in the patient and delivering therapy. Additional information was received that the firmware 9028506-102-00 was updated. Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
It was reported that the patient was having pain at the implantable pulse generator (ipg) site during charging. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis, as all impedances were within the expected range, though the charge logs displayed an irregular charging schedule. The ipg remains implanted in the patient and delivering therapy.

Event description:
It was reported that the patient was having pain at the implantable pulse generator (ipg) site during charging. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis, as all impedances were within the expected range, though the charge logs displayed an irregular charging schedule. The ipg remains implanted in the patient and delivering therapy. Additional information was received that the firmware (B)(4) was updated.